Manufacturer narrative:
The device is not available for eval and lot number info is unk. Medical records indicated the event resulted from contact lens overuse. Based on available info, no root cause can be determined and no conclusion can be drawn.

Event description:
Pt was diagnosed with iritis and keratitis resulting from contact lens overuse and treated with tobradex. Subsequently pt developed a herpetic corneal ulcer, od and treated with viroptic. At the follow-up visits, pt showed no improvement, developed a 0.5mm epithelial defect, and a stromal infiltrate with feathery edges. Possible infectious, fungal etiology was suspected for the corneal ulcer and natamycin was added to the treatment regimen. Corneal culture was taken. Cultures were negative for any growth. Pt responded to treatment well and recovered with residual anterior stromal scarring.